Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged low glucose readings on their cgm, with the lowest reported as ¿low¿ on dexcom and approximately 70¿75 mg/dl during follow-up, after breakfast and subsequent carbohydrate intake; the user temporarily disconnected the ilet for about one hour, then reconnected and remained in range thereafter, and troubleshooting and education on avoiding overcorrection and allowing algorithm adjustment were provided. Symptoms included hypoglycemia. Outcomes included no need for medical intervention, no assistance from others, and no hospitalization. Investigation included review of device history, user feedback, and complaint handling with technical support and education. Investigation of this case revealed insufficient evidence of device malfunction and that the device functioned as designed when used per instructions after reconnection. It was concluded that the cause of the hypoglycemia was unclear and user-related factors, including treatment decisions and overcorrection, could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.